Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that a ar-612-19 patella resection guide screw fell out, and the instrument came apart. This occurred during an unknown case, all pieces were retrieved, with no patient harm. No additional information provided, additional information requested.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the screw holding the groove leaf spring was missing and the spring was disassembled from the device. The screw was not returned for investigation. The cause could not be determined.